Manufacturer narrative:
Per the clinic, the patient was treated with oral and IV antibiotics (duration not reported) and underwent a revision surgery on (B)(6) 2021. This report is submitted on july 14, 2021.

Manufacturer narrative:
This report is submitted on june 21, 2021.

Event description:
Per the clinic, the patient experienced tissue breakdown over the implant magnet site. The implanted device remains.